Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had received motor error. Customer was able to successfully clear the alarm and able to rewound the insulin pump. Customer stated that drive support cap was normal and also was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.